Event description:
While advancing the coil through the microcatheter, the coils detached prematurely when repositioning the coils into the aneurysm. There was no resistance. Then the physician removed the coils and used another coil too, but it still had same problem. Then the physician used the third one to complete the procedure. There was no loss of one-one relationship between the coil and the coil delivery system prior to detachment.

Manufacturer narrative:
This product is available for testing and eval but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt. This is also one of two products used in the same procedure that were submitted under the following mfg number 1058196-2006-00133.